Manufacturer narrative:
No information to suggest that the patient has experienced a serious injury at this time due to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause was not determined. They will have their device removed on (B)(6) 2024. They noted hopefully it will be resolved with removal.

Manufacturer narrative:
Concomitant medical products: product ID tm91scs, serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported that the cause was not determined. The surgery is not scheduled yet and the issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were having issues charging their implant and that they need to update their ID card. Patient stated that one of the battery lights on the communicator would not register a charge and they hadn't felt their stimulator work in days. Agent walked patient through resetting the handset and communicator. Patient confirmed that the handset powered on and the battery light on the handset only flashed once. Patient reported that they have been thinking about getting their implant removed. Patient stated that the implant is not helping and has not been helping them for about a week. Agent reviewed implant removal information with the patient and advised that they speak to their doctor; patient followed up saying that their doctor is hard to get a hold of and never returns their calls. Agent offered to send a physicians listing to the patient; patient accepted and noted that they are pretty sure they're getting the implant removed. Agent asked if the patient wanted the communicator replacement and patient stated that they will hold off because they want the implant removed. The issue was not resolved. Agent sent a physicians listing and redirected the patient to their doctor. On 2024-mar-22 it was clarified the patient was having issues charging the communicator, not implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the issue was not resolved, so they had to have the device removed. Patient noted they guess it was discarded when it was taken out.